Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. The certitude delivery system was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the CT imagery of the patient anatomy indicated calcification in the access vessel. Curves in the access vessel, including a sharp bend, were noted. Multiple points in the access vessel measured <6mm, including one point with a diameter of 3.5mm. Calcification in the aortic root and sinotubular junction (stj) was also observed. Lot history review revealed no other similar complaints for distal tip, nose tip ¿ separated. Other similar complaints were found for balloon ¿ burst and delivery system ¿ withdrawal difficulty ¿ through sheath. No manufacturing non-conformance's or edwards defects were identified in the complaint being evaluated in this report or in the previously evaluated complaints. Complaint history review from may 2018 through april 2019 for the certitude delivery system (all models and sizes) revealed other similar returned complaints for balloon ¿ burst, delivery system ¿ withdrawal difficulty ¿ through sheath, and distal tip, nose tip ¿ separated. No potential manufacturing non-conformance's that would have contributed to the complaints were identified. A review of complaint data for april 2019 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend categories. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformance's that could have contributed to the reported event. The IFU and training manuals were reviewed. No IFU/training manual deficiencies were found. Regardless, additional actions are being initiated per the initiated CAPA. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the complaints for balloon ¿ burst, delivery system ¿ withdrawal difficulty - through sheath and distal tip, nose tip ¿ separated were not able to be confirmed since the device was not returned. Since the device was not returned, engineering was not able to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. However, a review of the complaint history, DHR, lot history, and manufacturing mitigation's did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. In previously investigated complaints, there were no confirmed visual or dimensional non-conformance's for any of the returned devices. Based on available evidence, it was found that patient factors, such as calcification, can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the patient anatomy can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Although a definite root cause cannot be determined, based on the available information, patient factors (severe aortic root calcification, severe stj calcification) likely contributed to the balloon rupture during valve deployment. Procedural factors (removal of the ruptured balloon), in addition to patient factors (access vessel calcification, curves ¿ including a sharp bend), likely contributed to the reported delivery system withdrawal difficulty. The additional force applied to withdraw the delivery system into the sheath likely contributed to the balloon material and distal tip separation. Although the exact date and cause of the post-procedure stroke could not be confirmed, in addition to procedural factors (multiple attempts to snare the separated delivery system material), patient factors (advanced age ¿ 75 years, severe aortic root calcification, severe stj calcification) may have contributed to the stroke and subsequent patient death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Please reference related manufacturer report no: 2015691-2019-01592.

Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This event was previously reported under user facility report # (B)(4). This is one of two manufacturer reports being submitted for this case.

Event description:
As reported, during a valve in valve procedure via right axillary approach, the certitude delivery system balloon ruptured during deployment. The 26mm sapien 3 valve was being deployed in an existing 26mm sapien valve. It was reported that 2cc of volume remained in the syringe and the valve was "pretty much fully deployed". During the attempt to withdrawal, the delivery system back into the sheath, the ruptured balloon became complete detached from the delivery system. Many unsuccessful attempts were made to snare the remaining ruptured balloon into the certitude sheath. The decision was then made to remove the certitude sheath and use a 16fr esheath due to its ability to expand. The ruptured balloon; however, was not able to be removed. Approximately 2/3 of the balloon and approximately 20mm of the catheter was left in the innominate artery. The incision site in the axillary artery was closed. The patient was stable condition, but on pressors and was given ¿large amounts¿ of blood. As reported by the site, post procedure head CT demonstrated acute/subacute small infarcts of the bilateral cerebellar hemispheres, right posterolateral thalamus, right posterior limb and right caudate head. The patient expired post procedure, the exact date of death is not known. Severe aortic root calcification and severe sinotubular junction (stj) calcification was reported. It was perceived that the severe stj balloon calcification caused the balloon rupture during valve deployment.